Event description:
Subject is a (B)(6) male enrolled into preserve on (B)(6) 2017 who had an option¿ elite retrievable vena cava filter placed the same day, without complication, for contraindication to anticoagulation due to retroperitoneal bleeding. He was discharged from hospital on (B)(6) 2017. Subject has a current malignancy, gfr >60 and is a current smoker. He has a past history of resolved right lower extremity dvt in the common femoral vein, as well as a current right lower extremity dvt in the common femoral vein. On (B)(6) 2018, an ultrasound of the right lower extremity was performed and found: "progression of occlusive deep vein thrombus now involving the right common femoral vein, entirety of the femoral vein, popliteal vein and proximal portion of one of the calf trifurcation vessels. No thrombus identified in the proximal great saphenous vein or profunda femoral vein on the current exam." Hematology recommendation was that the subject resume anticoagulation. Subject had fallen on (B)(6) 2017 and had a hematoma in his thigh that required debridement, stopped his anticoagulation and then had the dvt. Pi considered it was provoked by the fall with hematoma and no anticoagulation. After resuming anticoagulation, CT on (B)(6) 2018 showed only chronic clot. The subject failed to obtain the u/s ordered the day before, hence these results were not available. The subject completed the study at his 24m visit on (B)(6) 2019.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.